Event description:
Based on the original report the opening of the instrument was blocked after 45 minutes of use. Based on the evaluation of the device concluded in 2005, the observed fault has been linked to a previous event, therefore this report was determined to be reportable at that time. Procedure: unk.